Event description:
The manufacturer received information that a bipap a40 ventilator was returned as no longer needed due to the user passing away. The reported event made no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. No additional details were provided. The device was returned to the third-party service center as no longer needed. The device was visually inspected and found no evidence of foam degradation. Evaluation results determined that there were no reportable errors found in the log. Although not considered a reportable malfunction, an error code related to the device being unable to write to the event log was noted. The technician recommended replacing the device's circuit board to address the issue. No repair was performed. The device will be scrapped as per customer request. Additionally, unrelated to the report of the patient passing away, during the evaluation of the device at third-party service center, the device was found to be missing the accessory port cover. No repair was performed. The device will be scrapped as per customer request.